Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the strike plate was fractured from the handle body at the weld. Both sides of the strike plate and handle body exhibit multiple dents, numerous impact marks on the sides and dings suggesting extensive use over time. The energy dispersive x-ray spectroscopy (eds) semi-quantitative elemental analysis of the strike plate identified that the device's material composition was conforming to specifications. Fracture surface analysis by scanning electron microscopy (sem) showed that the broach handle and strike plate weld was fractured likely due to tensile overload. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is due to tensile overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the impacting plate fractured while the surgeon was hammering the handle. The procedure was completed with another handle present in the surgical unit. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.